Manufacturer narrative:
Patient height and weight is unknown. The UDI and sn of the device is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 56-year-old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presenting in scai stage e. During removal of the peel away sheath, the physician noted a small hematoma at the access site. The hematoma resolved immediately following removal of the sheath and locking of two perclose devices, with no ongoing bleeding or clinical deterioration. The patient remained stable, successfully weaned from impella support, and survived to explant. The small hematoma appears to be an access site¿related event, a known and expected risk associated with large bore femoral arterial cannulation. The hematoma resolved immediately with standard closure technique, and there is no evidence of device malfunction or performance deficiency. The impella cp functioned as intended throughout the procedure, and the patient experienced no device related injury.